Manufacturer narrative:
We have now concluded our investigation into this complaint. No lot number was provided, therefore it was not possible to review manufacturing records for this device. The returned device was passed to our experts for evaluation. Analysis of the device showed that liquid contamination was present on the circuit board within the pump, which will have caused the pump to stop working. The origin of this contamination is unknown, as all pumps are tested prior to being packaged at our factory. Smith and nephew acknowledge customer concern and are continually investigating ways to develop and improve our products. We will continue to monitor for any adverse trends relating to this product range.

Event description:
It was reported that on the 3rd day of npwt utilizing a pico, the pump stopped working and all indicator lamps illuminated. It cannot be confirmed if this was noted at the moment when stopped. The treatment was continued with a backup device. No patient harm. No delay in treatment. The lot number of the device cannot be confirmed. The device will be returned for investigation.